Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: the valve was received submersed in an unidentified liquid in the provided return kit. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Result: first, we performed a visual inspection of the progav. No significant deformations or damage of the valve were detected during the visual inspection. This was confirmed through a measurement of the plane parallelity. Next, we tested the permeability, adjustability,as well as the brake functionality and brake force. The valve operates as expected and met all specifications except that the first measurement of the opening pressure was out of tolerance. Whereas the second measurement was within. We assume that deposits were flushed out through the measurements. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was suspected of postoperative blockage. The patient was originally implanted in 2010. The revision date was (B)(6) 2016. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided. Height: 126 cm.